Event description:
"Problems with tubing cracking at port for IV infusion/flush. Piece cracks easily which leads to medication not being infused and leaking out of tubing." No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
Manufacturer's report date: 03/05/2014. (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.